Event description:
It was reported that stent damage was noted. Vascular access was obtained via femoral artery. The 60% stenosed, concentric, de novo, no bend, no total occlusion target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 12 x 4.00 promus premier stent delivery system was selected to treat the lesion. During preparation, it was noticed that the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found stent damage. The stent struts on the most distal row were misaligned and lifted. No other issues were noted with the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).